Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : d2, d4, d10, e1, e2, e3, g1-2, g3, g4, g5, h2, h3, h4, h6, h10. The returned device was evaluated and was conform. The product analysis shows that the mobile cannula and the monomer pouch were misaligned which prevent the pouch to be pierced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the monomer didn't flow into the cartridge. Cement was stored in the refrigerator, approximately 4 degrees, humidity not communicated. The temperature in the surgery room is 20 degrees, with humidity not communicated.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not correct. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends. Lot number not communicated.

Event description:
It has been reported that during surgery the monomer didn't flow into the cartridge. Cement was stored in the refrigerator, approximately 4 degrees, humidity not communicated. The temperature in the surgery room is 20 degrees, with humidity not communicated.